Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of the optical signal issue was most likely due to a damaged fiber line. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the technician mishandled an impella cp pump during preparation and damaged the optical sensor. Upon implant, no placement signal was transmitted. Good flows and motor current were noted, and the decision was ultimately made to leave the pump in position for patient support. The patient later succumbed to their condition and passed away with no indication of device association.